Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The reported failure mode will be monitored for future reoccurrence. Alleged failure: failed insulation test the failure identified in the investigation is consistent with the complaint record. The probable root cause/s could be (1) improper cleaning or sterilization method or (2) normal wear. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported that the insulation had been compromised.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available, it will be provided in future reports. (B)(4).

Event description:
It was reported that the insulation had been compromised.